Event description:
During a surgery on (B)(6) 2012 to treat medial distal tibia infection, hardware was removed. Hardware was originally implanted to treat a fracture, was removed successfully. This is 3 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date unknown.